Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found some cosmetic damages and the keypad cover was torn. The pump powered up to the verify screen with the appropriate audible and vibratory functions. All of the buttons responded properly and no contamination or damage was found with any of the button contacts. Unrelated to the button issue, it was observed that the display screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. Reportedly, the keypad buttons were sticking and the keypad cover were damaged prior to the button responsiveness issue. No evidence of moisture or corrosion in the pump was noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.